Event description:
It was reported following placement of a stent in the right coronary artery, an angio-seal device was successfully deployed. The pt returned to the hospital some time later (date unknown) to repair the left anterior descending artery when a retroperitoneal bleed was noted. The pt was transferred to surgery to repair the bleed and was reportedly recovering. The sjm sales rep reviewed the groin stick which appeared above the femoral head.